Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the hemostasis valve of the delivery catheter was torn from the hub of the delivery catheter. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the catheter indicated damage during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, during preparation for the implant procedure, there was a catheter valve defect noted. While attempting to insert the dilator after flushing the guiding catheter, the dilator would not go in. Upon inspecting the insertion port, it was confirmed that the valve was deformed. The catheter was not used and replaced for the procedure. No patient complications have been reported as a result of this event.